Manufacturer narrative:
The reported field event of a sensing anomaly was confirmed. Bench and ate tests were performed and it was found there was no sensing by the device. However, the sensing anomaly was rectified during analysis after device was cut open. The cause of sensing anomaly remains undetermined. During the analysis, the device was placed in a chamber and was temperature cycled. After the test, the device was no longer able to sustain telemetry with a programmer due to temporary drops in battery voltage during telemetry. The cause of the temporary voltage drops during interrogation could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited loss of sensing and no electrical signals can be seen on the electrogram. On (B)(6) 2019, the device was explanted and replaced successfully. The patient remained in stable condition.